Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implanted cardioverter defibrillator was not able to be interrogated. High capture thresholds were also previously noted on the left ventricular channel. No intervention was reported. Patient was in stable condition.

Event description:
New information notes that the implantable cardioverter defibrillator was explanted on (B)(6) 2020.

Manufacturer narrative:
Additional: b1, b2, b5, d6b, h1, h6.